Event description:
It was reported that the pt's system was replaced due to battery depletion. No pt symptoms were reported. No device troubleshooting was performed. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis of one lead indicated that the #1 and #2 conductors were broken at their respective weld sites. Analysis of the neurostimulator revealed output and telemetry were ok; the battery was near assumed normal end of life. Analysis of both extensions and the other lead revealed no anomaly found.